Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device and a suprarenal extension, a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with additional suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed; however, the review of the medical records, performed by a clinical representative confirm the reported endoleak event. Based upon the investigational findings, the cause of the reported endoleak could not be conclusively determined; however, patient anatomy may have been a factor. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.